Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a non-medtronic surgical valve, the valve dislodged upon deployment and was left implanted in a slightly high position. A second transcatheter bioprosthetic valve was successfully implanted valve-in-valve. No adverse patient effects were reported.

Manufacturer narrative:
The valve serial number was corrected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.